Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during resuscitation it was not possible to get the needle in the tibia. Led indication is green. Power is not enough to drill in the bone. Position was confirmed as the best place. There was no pressure put on the driver. This device failed 3 times. Last time it was a child. A back up driver was used to insert the io. The patient's current condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). There were two or three drivers available for back up. Manual insertion was not attempted. There was no patient injury. Ez-io driver 9058 sn (B)(4) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. The device history review file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is approximately 9 years old. The root cause cannot be established. The complaint cannot be confirmed, and no further action is required. Teleflex will continue to monitor and trend related events.